Event description:
It was reported by a physician that they have a patient with a possibly faulty vns after 5 years of normal use. No further patient, device or event details were given. No additional relevant information has been received to date.